Manufacturer narrative:
The device was received for evaluation. During functional testing, door sensor error was reproduced. A review of the event history log revealed door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Removing directional flow labels, evaluation was then able to easily close the door. Evaluation determined that the hooks will require adjustment in the repair process should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump door sensor error. This occurred in the biomed service department. There was no patient involvement. No additional information is available.